Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 439, 386, 352, 484 and 314 mg/dl. The customer¿s expected (fasting blood glucose test result range is 100-110 mg/dl. Husband stated when he checks customer's blood glucose on his meter, her blood glucose is in 103 mg/dl fasting; husband did not compare it back to back. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/20/2024 and open vial date is 2 months ago. The meter memory was reviewed for previous test result history: result 1: 439 mg/dl, date: (B)(6), time: 1:59pm, non-fasting. Result 2: 386 mg/dl, date: (B)(6), time: 1:54pm, non-fasting. Result 3: 352 mg/dl, date: (B)(6), time: 1:21pm, non-fasting. Result 4: 484 mg/dl, date: (B)(6), time: 3:32pm, unsure. Result 5: 314 mg/dl, date: (B)(6), time: 4:35pm, unsure.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Defect found on returned strips: high results and strip showed up as control. No defect found on returned meter. Internal investigation has been completed and root cause selected. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on (B)(6)2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.